Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an under infusion of acetylcysteine. The volume to be infused was 200mg/kg at a programmed rate of 125mg/hr ivpb (intravenous piggyback). Per report the infusion ran from (B)(6) 2024 01:32:30 to (B)(6) 2024 05:28:26. At the end of the infusion, approximately 4 hours later when the device transitioned to the kvo rate, it was observed that between ¿40-50%¿ of the volume in the bag remained. There was patient involvement, but no harm.

Manufacturer narrative:
Correction: describe event or problem. Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.

Event description:
It was reported there was an under infusion of acetylcysteine. The volume to be infused was 200mg/kg at a programmed rate of 125mg/hr. Ivpb (intravenous piggyback). Per report the infusion ran from (B)(6) 2024 01:32:30 to (B)(6) 2024 05:28:26. At the end of the infusion, approximately 4 hours later when the device transitioned to the kvo rate, it was observed that between ¿40-50%¿ of the volume in the bag remained. There was patient involvement, but no harm. Although requested, the customer is unable to locate the pump module at this time and unable to return to the manufacturer for investigation.